Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) could not duplicate the reported complaint. The srt left the central control monitor (ccm) powered on for over two hours with no issues observed. The system was rebooted multiple times with no error messages presented. The peripheral component interconnect (pci) interface cable was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device during a non-clinical activity, the central control monitor (ccm) displayed a 'system computer needs service' message. There was no patient involvement.

Manufacturer narrative:
H3: evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. A 'system computer needs service' message was observed when the display was powered on. The pst checked the local area network/interface board voltage which was five volts (v) as expected. The pst cleaned the contacts on the random access memory (ram) module and reseated the peripheral component interconnect (pci) ribbon cable which did not resolve the issue. The pci ribbon cable was removed, cleaned, and re-installed which resolved the issue and the ccm then booted reliably.